Manufacturer narrative:
(B)(4). The lot number was not provided, therefore, a batch record review could not be conducted. A return sample evaluation was not performed because tubing was not returned. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
The patient's husband reported that bumper that should be on the inside of her stomach is on the outside. On (B)(6) 2016 a CT scan of the abdomen showed the bumper had migrated from inside the stomach wall to outside the stomach wall. On (B)(6) 2016, the patient had surgery to remove the peg tubing.